Event description:
It was reported that myopotential oversensing was noted on the right ventricle (rv) lead. Provocative testing was performed and the myopotentials were able to be reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.